Manufacturer narrative:
Investigation date: 04/06/2016. An investigation of kangaroo epump was performed for the reported condition of, ¿customer reports that kangaroo pump continued to appear like it was infusing despite the g tube being blocked.¿ the unit was triaged and the reported condition was confirmed. The root cause of the reported condition was due to the unit¿s sensor; sensor was defective. The unit¿s sensor was replaced to correct the problem. The unit was then fully tested and recertified; unit passed all testing. Kangaroo epump was manufactured in 2013. A device history record review of the unit indicates the device was released meeting all manufacturing specifications.

Event description:
It was reported to covidien on (B)(6) 2015 that the customer experienced an issue with an enteral feeding pump. The customer reports that the kangaroo pump continued to appear like it was infusing despite the g tube being blocked. During the night shift, the patient's g tube was hooked up to the kangaroo pump. The pump was turned on and started infusing, as programmed. It was discovered by the day nurse that the patient's g tube was actually occluded - yet the pump was still working. The volume infused continued to increase and the pump appeared to be working. The actual amount of feed that was infused does not match what the pump states. No patient injury. No medical intervention required.